Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Please note that the gender of the patient is unknown.

Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Updated complaint conclusion: as reported, during percutaneous transluminal angioplasty of the left anterior descending coronary artery, a fire star balloon catheter withdrew from the vessel with difficulty. There was not patient injury reported. The target lesion was not de novo and not in a previously deployed stent. The stenosis rate of the lesion was 60 % with moderate calcification. The tortuosity of the vessel is unknown. For the procedure, a 2.5x15mm fire star ptca balloon catheter was opened. There were no damages or anomalies noted to the device/packaging prior to use. The device prepped normally. The fire star device was used for pre-dilation of the lesion. However, after pre-dilation, there was difficulty withdrawing the device from the vessel. The surgeon tried many times to withdraw the device and it was finally removed from the patient intact (in one piece). Another ptca catheter was not used. The procedure was completed successfully. One non sterile sakura fire star, 2.50 x 15 was received coiled inside a plastic bag. Balloon was already inflated. No other damages were found. Outer diameter was measured and found within specification. The device was introduced through a catheter sheath introducer (laboratory sample) and no resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿ptca system - withdrawal difficulty from vessel¿ was not confirmed through functional analysis. The returned unit was performed as intended during functional analysis. Based on the information available for review, the withdrawal difficulty experienced by the customer may have been due to vessel characteristics within the lesion (moderate calcification, tortuosity unknown). The instructions for use note, ¿when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is felt during manipulation, determine the cause of the resistance before proceeding.¿ the cause of the withdrawal difficulty could not be conclusively determined. Neither the DHR review nor the analysis suggests that the issue could be related to the design and manufacturing process. Therefore no corrective action will be taken.

Manufacturer narrative:
Additional information was provided by the affiliate: the intended procedure was a percutaneous transluminal angioplasty (pci) of a target lesion located in the left anterior descending (lad). The lesion was not de novo and not in a previously deployed stent. The stenosis rate of the lesion was 60 % with moderate calcification. The tortuosity of the vessel is unknown. For the procedure, a 2.5x15mm fire star ptca balloon catheter was opened. There were no damages or anomalies noted to the device/packaging prior to use. The device prepped normally. The fire star device was used for pre-dilation of the lesion. However, after use, there was difficulty withdrawing the device from the vessel. The surgeon tried many times to withdraw the device and it was finally removed from the patient intact (in one piece). Another ptca catheter was not used. The procedure was completed successfully. Complaint conclusion: as reported by the affiliate, the fire star balloon catheter withdrew with difficulty. The surgeon tried many ways to withdraw it. There was no patient injury reported. The intended procedure was a percutaneous transluminal angioplasty (pci) of a target lesion located in the left anterior descending (lad). The lesion was not de novo and not in a previously deployed stent. The stenosis rate of the lesion was 60 % with moderate calcification. The tortuosity of the vessel is unknown. For the procedure, a 2.5x15mm fire star ptca balloon catheter was opened. There were no damages or anomalies noted to the device/packaging prior to use. The device prepped normally. The fire star device was used for pre-dilation of the lesion. However, after use, there was difficulty withdrawing the device from the vessel. The surgeon tried many times to withdraw the device and it was finally removed from the patient intact (in one piece). Another ptca catheter was not used. The procedure was completed successfully. One non sterile sakura fire star, 2.50 x 15 was received coiled inside a plastic bag. Balloon was already inflated. No other damages were found. Outer diameter was measure and found within specification. The device was introduced through catheter sheath introducer (laboratory sample) and not resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿withdrawal difficulty-from vessel¿ was not confirmed as the device operated without resistance during analysis testing. The exact cause could not be determined. However, based on the information available, the difficulty withdrawing the device was from the vessel. It is possible that vessel characteristics contributed to the difficulty experienced by the customer. Neither DHR review nor the analysis suggests that the withdrawal difficulty experienced is related to the manufacturing process. Therefore no corrective action will be taken.

Event description:
As reported by the affiliate, the fire star balloon catheter withdrew with difficulty. The surgeon tried many ways to withdraw it. No adverse event on the patient.